Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not passing surge testing was confirmed via the console¿s functional analysis. The returned centrimag console (serial number: (B)(6) was received at the service depot, and the console did not withstand surge testing of up to 2.0 kv. The unit will be held by the service depot until parts become available for rework. The root cause for the reported event was determined to be related to the ac/dc power supply. A corrective action was initiated for this issue, and this centrimag console was manufactured prior to the implementation of this corrective action. Review of the device history record for the centrimag console, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a centrimag console did not meet iec (international electrotechnical commission) 61000-4-5 standards while undergoing functional testing during its yearly functional checkout.